Event description:
A report was received that the patient had an infection at the pocket site. The patient's symptoms were redness at the pocket site. The physician prescribed oral antibiotics and the infection has cleared.